Event description:
It was reported prior to using bd vacutainer® k2 edta (k2e) 7.2mg blood collection tubes, there were 119 tubes that have sharp protrusions on the hemogard cap. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
There were multiple medical device types: d2b: medical device type: jka. There were multiple 510k numbers g4: PMA / 510(k)#: k213670, k231373. Investigation summary: bd received three photos for investigation, which show a piece of plastic protruding from the gate on the hemogard closure. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: molding defect. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.